Event description:
As reported from our affiliates in canada, this was a case of a 29mm sapien 3 in aortic position by transfemoral approach. No pre- or post-dilation were performed, and the valve was deployed underfilled with -1ml of volume. Immediately post valve deployment, the patient became hypotensive. Angiography revealed a contrast extravasation, and blood in the pericardium was confirmed with cardiac tamponade. The patient was immediately placed on cardio-pulmonary bypass and transferred to the operating room for surgical repair of the suspected annular rupture. During surgery, the annulus rupture was confirmed, and a root repair was performed. The sapien 3 valve was explanted, and a 23mm surgical valve was implanted. Patient was scheduled to be discharged. The perceived root cause was related to native valve sizing issue. Per the physicians, the valve was oversized as the scan was sub-optimal.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information the cause of the event is unknown but may be related to the factors listed above. Per the physicians, the valve was oversized as the scan was sub-optimal. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.